Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report was filed for the second transcatheter bioprosthetic valve.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve was deployed at ap proximately 2-3 mm below the annulus when the delivery catheter system (dcs) was opened 80%. After final release from the dcs, the valve dislodged out of the annulus. Subsequently, a second 26 mm transcatheter bioprosthetic valve was deployed to 2-3 mm below the first valve, however it dislodged up in the same position as the first valve upon final release. A third 29 mm transcatheter bioprosthetic valve was implanted 6-7 mm below the two valves in good position. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.